Event description:
The affiliate reported the customer alleged elevated thyroid-stimulating hormone (tsh) results, above the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. This is report number one of five. Subsequent testing on alternate methodologies produced results below the normal reference interval. The elevated result was released out of the laboratory. There was no report of patient injury. A change in patient treatment was noted. The customer supplied beckman coulter, inc. In (B)(4) with the patient's sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the presence of interfering substances. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. All related medwatch reports: 2122870-2011-04954, 05051, 05052, 05053, 05054.